Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Previously reported product ID was for the contralateral knee, product involved in the reported event is unknown. D11 medical product: unknown nexgen femur, unknown nexgen tibial tray, unknown articular surface.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: lps nexgen femoral catalog 00599601552 lot 62536733, nexgen precoat stemmed tibial plate catalog 00598005701 lot 62479283, unknown nexgen articular surface, palacos r 1x40 single cement catalog 00111214001 lot 75964320, palacos r 1x40 single cement catalog 00111214001 lot 76594339. Multiple MDR's submitted for associated products. Links below: 3007963827-2019-00339, 0001822565-2019-04407, 0002648920-2019-00895. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is experiencing pain, difficulty walking and instability approximately six years post total left knee arthroplasty. A revision has been indicated but has not been reported.